Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: the black box contains dates from (B)(6) 2014 to (B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that he started using the animas yesterday. Last night his blood glucose was elevated to 502 mg/dl. He was able to administer bolus insulin to bring his blood glucose down but it still remained higher than normal. At the time of the call to animas, the patient remained on insulin pump therapy while his blood glucose is down. Review of the animas pump revealed there was no product malfunction associated with reported incident. The total daily dose added up accordingly. There was one cancel bolus which the patient is well aware of. There was product misuse. This complaint is being reported because the patient had unexplained explained elevated blood glucose reading above 500 mg/dl while on insulin pump therapy.